Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant, it was noted post operative check that the patient's atrial lead had dislodged. The lead was repositioned and re-used on (B)(6) 2019. The patient was stable, there were no adverse consequences.